Manufacturer narrative:
The reported event was unconfirmed. Received only 3 way catheter for evaluation. The sample was visually evaluated and no abnormalities were observed on the sample. Per the functional evaluation, water was introduced through the irrigation funnel and found no difficulty of water flowing through the irrigation lumen and irrigation eye. The balloon was inflated with 35cc water and administered to flow rate testing. While inflated, the flow rate was 95ml/min, 95ml/min and 97ml/min. The internal flow specification for a sample of this product type is 25ml/min minimum, so the sample met the internal flow rate specification. The catheter was dissected and no conditions were found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that the user attempted to inject water into the irrigation lumen of the catheter using a syringe, but failed. The catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user attempted to inject water into the irrigation lumen of the catheter using a syringe, but failed. The catheter was replaced.